Manufacturer narrative:
D10 concomitant medical product: unk-sigadapt, unknown signia egia adapter (serial#: unknown) unknown endo gia sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing and maintenance, the powered handle did not fire as intended, and produced a loud noise upon attempted firing. It was noted that two adapters were tested with the same handle but had the same issue. A different handle and adapter were used during the case to continue. The issue was observed pre-operatively, and there was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: a1. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the right green safety switch was not working after connecting a clamshell, adapter and loading unit to handle. It was reported that the handle did not fire as intended. The reported issue was confirmed. The most likely cause was traced to a component failure. It was also reported that the device produced a loud noise upon attempting firing. The reported issue was not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.